Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she noticed two days ago some of her programs are missing and only has 4 or 2 programs in the group. Troubleshooting was unable to be performed as pt was at work and didn't have her equipment. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp and or back to pss to troubleshoot further. Pt sees dr. David kim. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.